Event description:
New information received stated that the patient presented in clinic and the pacemaker was reprogrammed. The oversensing was no longer seen and the issue was resolved. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented not feeling well with high atrial rates. Upon interrogation, the pacemaker exhibited t-wave oversensing on the atrial channel. No device intervention was performed but programming changes were discussed. Patient was stable.